Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Devices reported in 2210968-2019-87992, and 2210968-2019-87997.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needles are either not attached or are popping off. Another like device from a different box was used to complete the procedure. There were no adverse consequences for the patient reported.